Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The device was returned to a third-party service center. The technician confirmed foam particles in the air path during the device evaluation. The device's software was upgraded. The device passed the final test.

Manufacturer narrative:
On previously submitted report, section "report source" in box g was incorrect. Section "report source" in box g has been updated/corrected in this report.